Event description:
Hypodermic safety needle did not properly engage after administration of vaccine. Needle tip was sticking out past the plastic guard. No injuries occurred to patient or employee. FDA safety report ID # (B)(4).